Manufacturer narrative:
Device evaluation of monitor sn (B)(4) was completed. The reported problem (discharge profile faults, cap voltage faults) was confirmed. Upon investigation the monitor failed incoming functionality testing. The cause for the failure was isolated to an intermittent connection in pca connector j1000. The root cause for the defective j1000 connector could not be positively identified. The monitor exhibited signs of physical abuse. No adverse event resulted from the defective battery monitor.

Event description:
A us distributor returned a patient's monitor and reported that the monitor was producing discharge profile faults and capacitor voltage faults.